Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration via an implantable pump for non-malignant pain. The daily dose rate of morphine was described as possibly 0.385 mg. It was reported that poor communication occurred. Almost every time the patient attempted to connect, she has had to retry. The connection would get to 58% and they then would have to reposition and try again. The pump was described as superficial and protruded where it was placed in her back with the catheter meant to be pointing down and to the right. It was noted that it felt like the catheter point was protruding more now than when they had the surgery, like it had moved. When the patient pressed her hand down on the side, the other edge comes up. The area was still healing. It was stated that the poor communication could be related to scar tissue. The patient informed their healthcare provider (hcp) that initially for the first few weeks they felt their sutures being ripped. The patient was feeling around to see if the pump had turned. It was noted that the patient had been told that the ¿tear drop¿ (regarding shape of pump) or catheter connection would be at the bottom, but it didn¿t feel that way. No imaging had been performed at this time. The patient was having so many problems that she has had to skip a couple boluses referring to the communication issue encountered with the pump. It was further reported that they had a lot of problems getting the patient more comfortable and had a slow approach. When the patient came out of surgery, they were fully aware and was shaking from the pain. The pain was described as the worst pain the patient had ever felt and was told that her hcp did not use any medication at the time because he was expecting the pump to take care of the surgical pain. The pain was beyond level 10 and the patient had reported this to the hospital's liaison. It was confirmed the issues had been ongoing since implant. Troubleshooting performed prior to the report included the patient having tried holding the communicator against the pump as well as with some space between. The patient had also tried different areas of the pump. At the time of the report they tried replicating troubleshooting and was able to connect to the pump. However when they tried again, they experienced the no pump found message. Telemetry and positioning the communicator for more ideal connection was reviewed at the time of the report. It was further reported that the lock out screen from an earlier bolus request had occurred, and it was reviewed at the time of the report that based on troubleshooting the external equipment was operating as expected. No out of box failure was reported. The patient was to follow-up with their hcp to discuss checking the pump. It was indicated that a company representative was notified of the issue in person and then in follow-up calls. It was reported that the patient has had multiple surgeries including 3 scs, open back surgery, and a c section. It was noted that this additional medical information was being shared to emphasize her experience with surgical procedures, pain, and healing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the surgical pain was expected and has improved. The patient was started on oral opioids for a week post-op. The cause of the connection issues with the patient programmer (ptm) was not determined and it had been an ongoing issue. A manufacturer's representative was notified of the connections issues. The patient was receiving sub-clinical management of the pump and in a report evaluation there was no significant ongoing migration. The patient's weight was unknown. No further complications were reported.